Manufacturer narrative:
Investigation is still pending. A follow up MDR will be submitted to include the investigation conclusions.

Event description:
One concerns a zimmon pancreatic prosthesis ref zepds-5-4 in diam 5fr l6cm: the prosthesis is mobilized before the end of the procedure, and does not have a central marker identifying half of the prosthesis for adjustment. According to dr. (B)(6), it is not uncommon for these prostheses to migrate before the 48 hours at the end of which they are supposed to be eliminated naturally. "Stent migration" (updated dr (B)(6) 2020) " as per cc form": customer is not satisfied by our pancreatic stent, I felt it too smooth and radio opaque mark could be appreciate.migration rate is also very important from his opinion. I recommended to customer to try zepdf.

Manufacturer narrative:
Device evaluation: 1 x zepds-5-4 of lot number c1690983 was not available for return to cirl for evaluation. Document review including IFU review: prior to distribution zepds-5-4 devices are subjected to a visual inspection and functional checks to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl. A review of the manufacturing records for zepds-5-4 of lot number c1690983 did not reveal any discrepancies that could have contributed to this complaint issue. The review of relevant manufacturing records, confirms the failure mode has not previously occurred with the current lot number. Based on the information available to date, there is no evidence to suggest that there are any manufacturing issues associated with lot number c1690983. The instructions for use, ifu0055-4 which accompanies this device instructs the user to ¿visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use.¿ as per instructions for use, ifu0055-4 which accompanies this device, in the potential complications section: ¿those associated with pancreatic stent placement include but are not limited to: trauma to the pancreatic tract or duodenum, obstruction of the common bile duct, stent migration.¿ there is no evidence to suggest that the user did not follow the instructions for use. As the device was not returned for evaluation and due to limited information, an exact root cause is difficult to determine as the standard questions were requested 3 times and no further information was available from the customer, if any additional information becomes available the file will be updated. It was noted that the stent might have migrated as the customer stated that the ¿prosthesis is mobilized before the end of the procedure¿ and that ¿this stent is used as a temporary stent he should migrated some day after his installation¿ however, after repeated attempts this could not be confirmed. As a worst-case scenario approach migration was taken as the failure mode. Root cause review: a definitive root cause could not be determined from the available information, a possible root cause is a difficult patient anatomy. However, as per the instructions for use, migration is a known potential complication. Summary: complaint is confirmed based on customer testimony. According to the information reported, the patient did not experience any adverse effects and did not require any additional procedures due to this occurrence. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
Supplemental report is being submitted due to the completion of the investigation.